Event description:
The account stated that the toxoplasmosis (toxo) igm reagent has generated erratic results on a patient sample. The account provided the following results: on (B)(6) 2010,igm= 0.598, 0.532 (gray zone), 0.428 (negative); on (B)(6) 2010, igm=0.555, grayzone and 0.722, (positive); on (B)(6) 2010, igm= 0.640, positive. The account stated that the igm results are discrepant with the biomerieux technique ( >0.65 = positive) on (B)(6) 2010, igm= 4.05 and on (B)(6) 2010 igm= 3.47. The igg results were consistently positive. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number 9k09 that has a similar product distributed in the us, list number 4b25. An investigation is in process. A follow-up report will be submitted when the investigation is complete.